Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. The vasculature was very tortuous. During the onyx injection, it was reported the onyx leaked out of the catheter at approximately 3cm from the distal tip into the mca (middle cerebral artery). It was also reported the physician paused every 2-3 minutes during the injection and there was approximately 2-3 ml of onyx reflux. No patient injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2014-00054.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at approximately 3.5 cm from the catheter tip. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. (B)(4).